Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Details of surgery: primary stability not achieved and immediate extraction site. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and inflammation. No further patient complications were reported.